Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that multiple, intermittent occlusion alarms were reported. Customer changed cartridges, and infusion sets in an attempt to resolve the issue. Customer's blood glucose (bg) level was a value displayed as "high" on the continuous glucose monitor. Bg was treated via a correction bolus, and supply change. Reportedly, customer continued to use the pump for insulin therapy.